Event description:
Customer reported on a bravo capsule which failed to detach from esophagus. The retained capsule was placed on (B)(6)2009. The patient had been admitted to the hospital complaining of chest pain. The physician did try to retrieve the capsule after 5 days but it was not successful. The patient was sent home with pain meds and is waiting to see if capsule falls off itself.

Manufacturer narrative:
The patient is in follow up process by the physician.